Event description:
A customer called co for technical assistance with a bottle of test strips, lot 1a601a. On the morning of 10/14/96 she performed a fasting blood glucose test and the result was 147 mg/dl (usual fasting readings 120-140 mg/dl). She took her regular dose of insulin and ate her regular breakfast. At approx. 1 p.m. That day her son found her passed out and called the paramedics. She had not eaten lunch. When the paramedics arrived, they performed a blood glucose test using the customer's meter and test strips. The result was 21 mg/dl. The paramedics did not test her blood glucose on any other meter at that time. They administered an injection of glucose and the customer regained consciousness at her house. The paramedics transported her to the hospital. When she arrived at the hospital (approx. 2 p.m.) A venous sample was taken and the result was 215 mg/dl. She stayed in the hospital for a couple of hrs while her condition was monitored and she was released the same day. The customer called co to inquire whether the reading of 21 mg/dl could be accurate. She thinks it may be accurate because she passed out, but she has never had a reading that low. She stated that several days before the incident, she compared the results of fasting blood glucose tests with another brand test strips and co's test strips. The results were 200 mg/dl and 140 mg/dl respectively (a 30% difference). The desiccant is in the bottle of test strips. The code was set correctly for all tests. The customer performed a normal control solution test when she first opened the bottle and the result was 160 mg/dl versus a normal control solution range of 119-179 mg/dl. The result of a normal control solution test performed with the co rep was 185 mg/dl. She stated that a check strip test also yielded a result that was within range (no specific result available). She could not locate her check strip at the time of the call.